Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, resuscitation was required while performing the transseptal puncture. A pacemaker was implanted, after which the procedure was continued with deployment of the clip. Following removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. The patient was symptomatic with severe tricuspid regurgitation. Consequently, an asd occluder was implanted. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and tricuspid valve insufficiency/regurgitation was unable to be determined. The reported patient effect of perforation and tricuspid valve insufficiency/regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: health effect - clinical code: 4453.

Event description:
It was reported on 20 february 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, resuscitation was required while performing the transseptal puncture. A pacemaker was implanted, after which the procedure was continued with deployment of the clip. Following removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Consequently, an asd occluder was implanted. The mr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.